Manufacturer narrative:
Graft lot number was requested but not made available by user facility.

Event description:
On (B)(6) 2015, an axillo-femoral procedure was performed using a gore® propaten® vascular graft. On (B)(6) 2015, the gore® propaten® vascular graft was explanted because of very significant seroma cavities that formed along the entire length of the graft. It was reported the patient's skin was breaking down from the tension on the skin. Decortication of the seroma cavities in the chest and groin was performed and 700cc of seroma fluid was removed. A non-gore graft was implanted posterior to the first tunnel.